Manufacturer narrative:
Inspection of the device found no defects apart from the detached fastener.the manual warns users to inspect the device before and after each use.

Event description:
It was reported that during a lumbar disectomy, the right side rail of wilson frame came loose and collapsed. The patient was caught/secured so as to avoid the fall and was reported to be okay.

Event description:
It was reported that during a lumbar disectomy, the right side rail of wilson frame came loose and collapsed. The patient was caught/secured so as to avoid the fall and was reported to be okay.